Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the needle bent then broke when trying to pass across device. There was no user involvement. No user injury/hazard. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500 cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No device fragment left in patient.